Event description:
It was reported that there is twitching of the shoulder when the patient is sitting forward, standing or holding his breath. The twitching was resolved by reprogramming the outputs. The patient is not pacemaker dependent. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.